Manufacturer narrative:
(B)(4). Batch # r92c4r. The device was returned with no apparent damage. The instrument was tested using a gen11 and upon connection an alert screen of replace instrument was observed. The instrument was disassembled and an issue with the eeprom connector component was noted. Additional testing identified the eeprom connector component to have caused the alert screen. In addition, when the device was disassembled and it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r92c4r. Investigation summary: the device was returned with no apparent damage. Next, the instrument was tested using a gen11 and upon connection, an alert screen of "replace instrument" was observed. Then the instrument was disassembled and an issue with the eeprom connector component was noted. Additional testing identified the eeprom connector component to have caused the alert screen. Also, it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, ¿change hand piece¿ was displayed when generator was started. The device was not used on the patient. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.